Manufacturer narrative:
Evaluation of the device confirmed the top plate of the fixed seat tube having detached from the inner tube. Reports claim the end-user suffered minor bumps and bruises during the event. The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action CAPA (B)(4) has been implemented to investigate, correct, and monitor effectiveness. As a result of the CAPA investigation, it was decided that a thicker 8mm material be used for the top plate, replacing the current 6mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component will be installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Received report as end-user was being transported in their motor vehicle, the seating system on the device detached allowing the seating and end-user to fall. Reports indicate the end-user suffered minor injuries as a result of the fall.